Manufacturer narrative:
MFR ref no (B)(4). Baxter received and evaluated the device. The reported "door not fully latched" alarm was reproduced and confirmed through eval. This condition was caused by a failed lower latch switch. The lower auxiliary was replaced.

Event description:
It was reported that a spectrum pump alarmed for "door not fully latched." It was also reported that there was no patient injury.